Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "luer-lock connection between syringe and oil-cannula are not compatible" (connection issue). The customer (surgeon) reported. The luer-lock connection between syringe and oil-cannula are not compatible. No pt impact was reported. Additional info was requested.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received already deployed and in good condition. The bag and suture were not received for evaluation. As the bag was not received for evaluation, no testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when they attempted to deploy the bag, it tore at the seam. No specimen was inside. A new one was used to continue the procedure. There was no patient impact.